Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent b/l sacrospinous ligament fixation and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic rectocele, symptomatic cystocele, vaginal vault prolapse, enterocele, and genuine stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, and urinary/bowel problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and boston scientific advantage were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.